Manufacturer narrative:
The hospital will not be returning the rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to the hospital with symptoms of bradycardia. Testing revealed that this right ventricular (rv) lead had dislodged. A revision was performed and attempts were made to reposition the rv lead; however, the helix would no longer extend after it was retracted. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.